Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. The patient reported the placement of the sub-urethral sling caused disabling pain immediately after the operation, which did not disappear 5 weeks after the operation, even taking lyrica as prescribed by the surgeon. The patient's current condition includes pain at the thigh roots and thighs, vaginal burning and difficulty sitting, standing or walking. No further information is available as this was reported by the patient in confidence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.